Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
The patient had a primary left hip replacement 3 years ago. After the first year pained started occurring. Since then after regular visits the pain has become unbearable to the point that she went to the ER even though she was scheduled for revision surgery in two weeks. During revision of the shell little to no bony on growth had occurred on the loose acetabular component.